Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rigid rhinoscope's objective lens was damaged. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported issue regarding damage on the objective lens was due to excessive force as a result of an impact or a fall on the distal end of the optics, and foreign material in the optical system was found, most likely as a result of broken flat glass. Olympus will continue to monitor the field performance of this device.